Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information indicated that the rv lead was capped due to noise. Furthermore, a reprogramming was done to prevent inhibition of pacing. No additional adverse patient effects were reported.